Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator alarm vent inop (ventilator inoperable). The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite unit is showing vent inop (ventilator inoperable). Inspected error log found ifs ad and voltage fault error. The ribbon cable between ifs and tca board in good condition and firmly secured. Ribbon cable is not the issue however, gde (gas delivery engine) needs to be replaced. As a resolution gde (gas delivery engine) was replaced. Mfg string and serial number was reset. Ventilator inoperable was cleared. Operational verification procedure performed, peep (positive end expiratory pressure) was out of specification, the expiratory pressure transducer calibrated. Exhalation valve characterization performed and peep (positive end expiratory pressure) is within specification. Operational verification procedure passes. All parameters within manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.